Event description:
It was reported that pump touchscreen was often unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up and no troubleshooting or additional information was obtained, and case was closed by technical support.